Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Healthcare professional reported "intermittent pain in the breast area, grade iii capsular contracture." Hcp later reported "¿presence of scant right peri-implant fluid¿. ¿presence of two cysts in the right breast, the largest measuring 6mm"- not device related. ¿presence of breast implants, both show radial folds¿. The device remains implanted.